Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. It was reported the case was very challenging due to difficult anatomy with recent root replacement. The patient had severe tortuosity in the iliofemoral and distal aorta. The device was only able to be inserted to the arch and multiple body wire attempts were made to try to straighten the tortuosity. The first device had to be discarded due to the shaft being kinked and deformed. The surgeon then made the decision to use a long cook check flow sheath to deal with the anatomy issues, the sheath was placed and the impella deployed into the distal aorta out of the end of the sheath. Bleeding was noted with an estimated blood loss of 300 milliliters. The patient received one unit of packed red blood cells. It was reported the physician had caused the bleeding as a wire had to be run in the catheter next to the impella shaft causing the bleeding. The patient remained on impella support as a bridge to therapy.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smart assist system access site bleeding impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer as noted in the impella IFU: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) as noted in the impella IFU ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ delivery issues impella cp with smart assist for use during cardiogenic shock and high risk pci section: potential adverse events (united states) as noted in the impella IFU ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: cautions as noted in the impella IFU ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings as noted in the impella IFU ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluation" this report is being filed as part of a retrospective review of historical records.